Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The device was inflated during functional testing and water was seen exiting from the balloon. The fibers were removed, and a partial circumferential rupture was identified. Therefore, the investigation is confirmed for a circumferential rupture. However, the investigation is inconclusive for the reported retraction issue as further functional testing was not viable, due to the rupture. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75166 allegedly ruptured and had retraction issues. This report was received from one source. The device was used inside the patient with no reported injury. The patient involved was as sixty year-old female, of 115 lbs.

Manufacturer narrative:
The device has been returned for this one reported complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model at75166 allegedly ruptured and had retraction issues. This report was received from one source. The device was used inside the patient with no reported injury. The patient involved was as (B)(6) year-old female, of (B)(6) lbs.